Event description:
It was reported that the patients implantable pulse generator (ipg) no longer holding a charge for significant amount of time. The patient underwent an ipg replacement procedure and is doing well postoperatively. The explanted device was not returned as operating room staff discarded it.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 to 4 months to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.